Manufacturer narrative:
Product not returned.

Event description:
The doctor reported that the lab designed zirconia abutment fractured through the hex. The abutment screw and connection portion of the fractured abutment remains in the implant. The tissue has grown over the implant and will require gingival re-contouring in order to place a healing abutment.

Manufacturer narrative:
This event is being reported due to a single proceeding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.